Event description:
(B)(6) 2020: integrum received an email regarding patient's prosthetic leg suddenly falling off during the day and sometimes it gets stuck so much that he can't loosen the axor. Patient has not fallen and has not been hurt. (B)(6) 2020: unit was serviced. Issue could not be replicated, however the unit was found to be dirty. This can affect the donning/doffing function.

Manufacturer narrative:
Device received but not evaluated yet. Investigation ongoing.

Event description:
(B)(6) 2020. Integrum received an email regarding patient's prosthetic leg suddenly falling off during the day and sometimes it gets stuck so much that he can't loosen the axor. Patient has not fallen and has not been hurt.